Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device is dropping clips. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/13/1998. H; misalign jaws. Ligaclip endoscopic single clip applier: the analysis results confirmed that the instrument was returnd with the jaws and channel damaged, making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results. This inquiry was originally reported as an rpo "record purpose only."